Event description:
It was reported that the patient was seen at the hospital with an infection at the generator site. It was reported that the patient had recently undergone lead replacement surgery on (B)(6) 2013. The surgeon indicated that he will likely remove the generator, but that infectious disease has advised the surgeon to remove the generator, wash the pocket with antibiotics and then reimplant a new generator. The surgeon reported that he will consult with the patient's parents prior to making a decision. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Event description:
Additional information was received stating that the vns patient was programmed on (output current - 0.25ma, impedance value - 4325 ohms) during an office visit on (B)(6) 2014. No infection was noted, but the patient was given keflex prophylactically given her past medical history.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6) 2013, it was reported that this vns patient was admitted to the hospital for an infection at the generator site. The patient had been treated for this infection antibiotics and a PICC line. The PICC line was removed on (B)(6) 2013. Per the surgeon, there was no sign of infection at the lead site; however, there was pus and an appearance of an infection at the generator site. On (B)(6) 2013, the surgeon reported that the explanted the patient¿s generator on (B)(6) 2013. A hex screwdriver was not available to use to remove the lead pin from the generator, so the surgeon used some brute force and a large bone cutter to nibble away the plastic casing around the distal terminal that houses the hex screw. He tried to loosen the screw with a scalpel tip. This, plus the additional rotational freedom of having that terminal out of its housing and disconnected from the main body of the vns, allowed the surgeon to pull the lead from the generator. The surgeon stated that he was able to preserve the lead.

Event description:
It was reported that the patient is scheduled for generator re-implant. The patient underwent generator re-implant on (B)(6) 2014 as planned.